Event description:
Pt's parent reported that after two weeks of use, the pt became short of breath. The user facility reported that the product was removed and a replacement placed. No adverse effects reported. User facility reported that they examined the cuff and found it to be asymmetric.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.